Manufacturer narrative:
The end piece of the handle has not been identified. If the disposable tip or koh cup were not properly connected to the handle, either one could have been left behind. In keeping with good medical practice, it is the responsibility of the physician to ensure all non-implantable devices are removed from the pt. Although this should be generally known by the physician, a revision to the instructions for use is in the process of containing a statement to check the system carefully to ensure it is intact and no parts remain in the pt.